Event description:
Rptr had pedicle screws and plates inserted in 1990. Rptr complains of leg pain, numbness in legs, foot pain, constant lower back pain, constant hip pain, legs giving out, falling, upper back trouble, stomach problems, kidney trouble, bowel trouble, and memory loss. Rptr states these are just a few things that have happened.